Event description:
It was initially reported through clinic notes that the pt continued to have more severe and more frequent seizure episodes. Diagnostics test showed everything working within normal limits. Pt underwent a prophylactic battery replacement surgery due to nearing end of service. Explanted generator was returned to manufacturer for analysis. Analysis is currently in progress for the returned generator. Good faith attempts to obtain additional information has been unsuccessful till date.